Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time. The customer contact reported the distal tip of the option-lok male adapter cracked, broke off, and an unspecified volume of solution leaked. No additional details were provided. There were no reports of adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter query by hospira personnel.